Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient tested with coaguchek inrange meter serial number (B)(4). Samples from the patient were tested using the meter, resulting with values of 5.5 inr and 5.6 inr. A venous sample collected from the patient was tested in the laboratory using an unknown method, resulting with a value of 4.0 inr. The time elapsed between each measurement was one hour at maximum. The patient's therapeutic range is 2.5 - 3.5 inr.